Event description:
It was reported that while in the intensive care unit, the intra-aortic balloon (iab) was prepped "without a problem". The md inserted the sheath into the patient's left femoral artery. The md noticed blood oozing at the proximal part of iab membrane while inserting the iab through sheath. The md leaves hemostatis device in place till sheath connection necessary. The iab was removed and another iab was inserted. Additional information received on (B)(6) 2010 by the sales representative stated "the iab was prepped per the IFU. The blood was coming through the folds of the wrap (membrane). The pump was not started and the md left the sheath in place and saw some blood droplets afterwards coming out, but was ok."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.